Event description:
Report received that the pump sparked when plugged into ac power. The pump was returned to the biomedical department with an unsigned note that stated, "sparked when plugged in." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. No adverse pt events while the pump was in clinical use were reported to the risk managment department. Though requested, no additional information was provided.